Event description:
It was reported that a malfunction occurred on the customer¿s pump, causing the blood glucose level to exceed 500 mg/dl and display as "high." The customer took corrective action by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided information for resetting the pump and assisted the customer, who successfully reset the pump without any recurring malfunction. The customer was advised to continue using the pump and to report any future issues.